Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs proximal seal system 3.8 mm user tried to pull the delivery device from loading device, but failed even when the seal was placed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use could be observed, though no signs of blood were detected. The delivery device was returned inside of the loading device. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The seal was examined through the window of the loading device, and cracks and delamination could be detected. Upon removal of the seal and tension spring assembly, the teeter wire separated from the seal due to the cracks that were present in the seal. The following measurements for the delivery tube were taken: the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .222 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem", and the analyzed failure "cracked seal" is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs proximal seal system 3.8 mm user tried to pull the delivery device from loading device, but failed even when the seal was placed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: sex. Corrected to: gender corrected to "male". (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs proximal seal system 3.8 mm user tried to pull the delivery device from loading device, but failed even when the seal was placed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.